Event description:
According to the reporter, during a lower lobectomy, when cutting the lung parenchyma it was observed at the distal and proximal end that the staple does not form a standard b shape, distal and proximal, it is malformed, not completely closed, and spread out. The doctor had to reinforce the staple line with sutures. The surgery time increased by 15 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.